Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2017-02799. The patient was implanted with 2 supra-orbital and 2 occipital leads (off-label use). It was reported an infection was discovered at the right supra-orbital lead site. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted. Follow-up indicates the patient is currently being treated with IV antibiotic infusions by an infectious disease physician. Cultures were obtained; however results are unavailable at this time. Note: it is unknown which supra-orbital lot number caused the issue, therefore both leads are being reported.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-02799. Follow-up identified the patient is still being treated with IV antibiotics.

Event description:
Device 2 of 2; reference MFR. Report#1627487-2017-02799. Follow-up identified the issue resolved.